Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was being inspected by the biomedical department prior to a procedure on an unknown date. According to the complainant, the unit failed the grounding test due to a loose power cord. There was no patient involved.

Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was being inspected by the biomedical department prior to a procedure on an unknown date. According to the complainant, the unit failed the grounding test due to a loose power cord. There was no patient involved

Manufacturer narrative:
Analysis of the returned hydro thermablator (hta) endometrial ablation system revealed the unit passed a safety and current test. The power cord was wiggled at the receptacle of the unit during the testing to try and duplicate the reported problem. The console was opened and visually inspected for loose connections and loose or missing hardware. No loose connections or loose or missing hardware was found. Furthermore, this event is determined to not be MDR reportable.